Event description:
It was reported that a data loss occurred on the syngo imaging xs system. The lost files were old studies dated between (B)(6) 2012, and (B)(6) 2013. The files were not retrievable due to zip files being corrupt. There have been no injuries or patient outcome attributed to this issue. The reported event occurred in (B)(6).

Manufacturer narrative:
This event was evaluated by our factory experts. The syngo imaging xs system is functioning according to the specifications. The reported data loss occured due to a file system crash at the customer site. This report was submitted (B)(4) 2013.